Event description:
Subsequent to the initial medwatch report, the following additional information was received that there was difficulty encountered when removing the plunger from the proglide device, as well as, difficulty removing the proglide device from the anatomy using the first proglide device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional stenting procedure in the superficial femoral artery (sfa). Reportedly, when the plunger was retracted a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequelae. No reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The analysis of the returned device revealed that both cuffs captured the needles. The rail suture end was attached to the returned plunger assembly and was cut. This indicates a successful needle deployment and suture retrieval. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.